Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the sibling checked on the patient, but the patient did not respond. The sibling opened the door and found out that the patient had passed out. The sibling immediately called the paramedics. The blood glucose (bg) by emergency medical service (ems) was 20 mgdl but the continuos glucose monitor (cgm) reading was not checat that time because they were focused on reviving the patient. The patient was treated with an unremembered intravenous (IV) and woke and was transported to the hospital. They kept him at the hospital for 6 hours until his blood sugar was normal and he was sent home. While at the hospital, the patient mentioned he didn't hear any alert before he passed out at home. The patient was in stable condition the time of the call the following day. There was no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The blood glucose (bg) by emergency medical service (ems) was 20 mgdl but the continuous glucose monitor (cgm) reading was not checked at that time because they were focused on reviving the patient.